Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and was attempting to manipulate the instruments. The surgeon was trying to open the jaws. There were no patterns identified. There was no injury to the patient. There were no external collisions. The device was inspected prior to use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the black diamond micro forceps instrument associated with this complaint and completed investigations. The instrument was found to have both bent grips causing misalignment of the grips. There was a 0.61 mm offset at the tips. The grips do not show cracking damage. The components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the black diamond micro forceps instrument did not open or close. The tip opened itself. The procedure was completed with no reported injury.